Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021 to treat a denovo lesion in the sfa proximal third to distal third of the right leg. An event of restenosis was originally reported to veryan as not related to the device or procedure and due to worsening of the pre-existing condition. The event was identified via ultrasound that showed a stenosis in the distal sfa. The event did require a target lesion revascularisation that included percutaneous transluminal angioplasty / standard balloon angioplasty and laser / atherectomy. This was conducted on (B)(6) 2022. The outcome of the event is reported as resolved/recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.